Event description:
It was reported MRI showed a collection of fluid in the left hip joint area. An usg guided aspiration was done 50 cc pus looking fluid was aspirated. Culture and sensitivity ruled out infection.